Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control downloaded the electronic records from the customer¿s device and observed that the patient¿s ECG showed a v-fib ECG rhythm for approximately 19 seconds. The records also indicates that the device user turned the device off after 28 seconds. There is no indication that the defibrillator was charged or that the shock button was pressed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer did not provide any further details of the event. The patient did not survive. The customer, a healthcare professional advised that the device use did not contribute to the patient outcome as CPR was being performed and a backup device was present. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.